Event description:
A customer reported that the coulter act hematology analyzer leaked less than 20 ul of fluid at the probe, and displayed error codes. The customer was wearing gloves and a lab coat at the time of the occurrence. The msds was reviewed and there is an exposure control plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated and there was no impact to patient treatment.

Manufacturer narrative:
Method: beckman coulter field service engineer (fse) worked with the customer over the phone to troubleshoot the leak. The fse had the customer perform cleaning procedure with bleach for the probe waste pathway. This cleared the pathway, and resolved the leak and the error codes. The failure mode was obstruction in probe waste pathway. (B)(4).